Event description:
A hospital reported via a distributor that a fire occurred in a set-up which included a bc060 single-heated breathing circuit, mr850 respiratory humidifier, and a mr290 humidification chamber during use. There was no pt consequence.

Manufacturer narrative:
(B)(4): the (B)(4) is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint device is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of our investigation.